Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer did not mention any symptoms of their blood glucose levels. Continued troubleshooting as customer reported 2nd sensor did not fire. The customer did not troubleshooting the high blood glucose level issue and did not return the product back for analysis.